Event description:
The customer reported that neither the bedside monitor nor the central station alarmed while the pt was losing blood (due to a disconnection between the pt and the dialysis machine).